Event description:
It was reported that the user¿s ilet display screen cracked during outdoor yard work, after which the screen became nonfunctional and the device required replacement; the user transitioned to multiple daily injections and continued using cgm, and blood glucose was not affected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse events. Outcomes included no need for medical intervention and no hospitalization. Investigation included collection of event details, coordination for return of the original device, and data review via the mobile app as applicable. Investigation of this device revealed damage to the device¿s display assembly consistent with external physical impact, with no indication of device-generated alerts or alarms prior to shutdown guidance. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.